Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump will not power up properly. The screen is reportedly blank and there are no audible tones or vibrations. The pump reportedly does make a sound upon battery insertion but the pump will not remain powered on. This report is being made based on the allegation that the pump will not power on.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box confirmed rebooting occurred on (B)(4) 2012. The battery cap as not returned with the pump for investigation; a test cap was used to complete investigation. The pump powers on with audible sounds and a blank display screen. The vibration function was not working appropriately. Investigation revealed visible cracks on the bottom of the display screen. When the display screen was replaced, the pump powered on appropriately to the verification screen with normal contrast. The pump was exercised for 24 hours using the test battery cap and replacement display screen with no power issues occurring. Unrelated to the original complaint, investigation revealed that the vibration motor pins are not making a connection with the pcb. This malfunction is not likely to cause an adverse event because the audible alarm mechanism still functions and would still alert the user should the pump emit an alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).